Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, of a laparoscopic direct intestinal resection for rectal prolapse of a patient that had repetitive rectal prolapse resulting in thick and hard tissue, while resecting the rectum arthroscopically, there were firing issues. The physician recognized the thickness of the tissue and clamped the tissue for 3 minutes with clamp forceps before firing. The surgeon then clamped the tissue with the stapler and fired, but an excessive force message immediately displayed on the handle¿s screen. The surgeon stopped firing. The tissue gradually compressed. The firing progressed little by little but stopped completely. The cartridge was released then firing was attempted with a new 45mm black reinforced reload. The 45mm black reinforced reload also had an excessive force error message and the firing progressed gradually. To complete the firing, a 60mm black reinforced reload that had been opened was used for the third shot. Although the excessive force and a slight firing had been repeatedly advanced, it stopped completely midway and could not be released from the tissue. Troubleshooting was performed. The power stapler was restarted, a new handle was connected, and release was attempted using the manual adapter tool, but the tissue was overlapping and thicker and it could not be released. As this happened, the connecting part between the cartridge and the adapter broke inside the abdominal cavity, making it impossible to release clamp completely from the tissue. Therefore, the tissue was resected with endoscopic scissors and the cartridge was removed. The patient was male and the target tissue was in a narrow pelvis and was resected in a region close to the anus of the rectum, so a new stapler could not be used to approach. When the physician opened the explanted specimen, it was seen that the tissue was so thick and that it would be impossible to staple the tissue in this heat. The resected mucosal tissue surface was sutured arthroscopically. It was also stated that the staple lines from the three cartridges were poorly formed and were missing (incomplete). The surgical time was extended by more than 30 minutes due to the product problem.

Event description:
According to the reporter, intra-operatively, of a laparoscopic direct intestinal resection for rectal prolapse of a patient that had repetitive rectal prolapse resulting in thick and hard tissue, while resecting the rectum arthroscopically, there were firing issues. The physician recognized the thickness of the tissue and clamped the tissue for 3 minutes with clamp forceps before firing. The surgeon then clamped the tissue with the stapler and fired, but an excessive force message immediately displayed on the handle¿s screen. The surgeon stopped firing. The tissue gradually compressed. The firing progressed but stopped completely. The cartridge was released then firing was attempted with a new 45mm black reinforced reload. The 45mm black reinforced reload also had an excessive force error message and the firing progressed gradually. To complete the firing, a 60mm black reinforced reload that had been opened was used for the third shot. Although the excessive force and a slight firing had been repeatedly advanced, it stopped completely midway and could not be released from the tissue. Troubleshooting was performed. The power stapler was restarted, a new handle was connected, and release was attempted using the manual adapter tool, but the tissue was overlapping and thicker and it could not be released. As this happened, the connecting part between the cartridge and the adapter broke inside the abdominal cavity, making it impossible to release clamp completely from the tissue. Therefore, the tissue was resected with endoscopic scissors and the cartridge was removed. The patient was male and the target tissue was in a narrow pelvis and was resected in a region close to the anus of the rectum, so a new stapler could not be used to approach. When the physician opened the explanted specimen, it was seen that the tissue was so thick and that it would be impossible to staple the tissue in this heat. The resected mucosal tissue surface was sutured arthroscopically. It was also stated that the staple lines from the three cartridges were poorly formed and incomplete centrally. The surgical time was extended by more than 30 minutes due to the product problem.

Manufacturer narrative:
D10 concomitant product: sigtrsb60axt 60mm xtr thk reinforced rel (lot#: n3l1835y); sigtrsb60axt 60mm xtr thk reinforced rel (lot#: n3l1835y); sigtrsb45axt 45mm xtr thk reinforced rel (lot#: n3g1264y); sigphandle, sig power sigphandle handle (serial#: unknown); sigpshell, sig power sigpshell control shell (lot#: unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively of a laparoscopic direct intestinal resection for rectal prolapse of a patient, that had repetitive rectal prolapse resulting in thick and hard tissue, while resecting the rectum arthroscopically, there were firing issues. The physician recognized the thickness of the tissue and clamped the tissue for three minutes with clamp forceps before firing. The surgeon then clamped the tissue with the stapler and fired, but an excessive force message immediately displayed on the handle¿s screen. The surgeon stopped firing. The tissue gradually compressed. The firing progressed little by little but stopped completely. The cartridge was released then firing was attempted with a new 45mm black reinforced reload. The 45mm black reinforced reload also had an excessive force error message and the firing progressed gradually. To complete the firing, a 60mm black reinforced reload, that had been opened, was used for the third shot. Although the excessive force and a slight firing had been repeatedly advanced, it stopped completely midway and could not be released from the tissue. Troubleshooting was performed. The power stapler was restarted, a new handle was connected, and release was attempted by using the manual adapter tool. However, the tissue was overlapping and t hicker and it could not be released. As this happened, the connecting part between the cartridge and the adapter broke inside the abdominal cavity, making it impossible to release clamp completely from the tissue. Therefore, the tissue was resected with endoscopic scissors and the cartridge was removed. The patient was male and the target tissue was in a narrow pelvis, and was resected in a region close to the anus of the rectum, so a new stapler could not be used to approach. When the physician opened the explanted specimen, it was seen that the tissue was so thick and that it would be impossible to staple the tissue in this heat. The resected mucosal tissue surface was sutured arthroscopically. It was also stated that the staple lines from the three cartridges were poorly formed and were missing (incomplete). The surgical time was extended by more than 30 minutes due to the product problem.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: b5, d10 d10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot # n3l1835y) sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot # n3l1835y) sigtrsb45axt, sigtrsb45axt 45mm xtr thk reinforced rel, (lot # n3g1264y) sigphandle, sig power sigphandle handle, (serial # unknown) sigpshell, sig power sigpshell control shell, (lot # unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was a piece of a reload adapter stuck in the distal end of the signia adapter. The unload switch was at the home position. Functional testing found that the reload could not be removed from the handle by pressing the blue unload switch back toward the power handle then twisting and removing the reload from the adapter. The blue unload switch could only be depressed partially. The adapter was connected to the gen2 adapter black box running a gen2 acc software. The adapter had procedures remaining. The main screen indicated that the strain gauge was not functional or in the appropriate range. The adapter was connected to a representative handle running a v29.5 software. The handle was disassembled. The adapter was reconnected to a representative handle running a v29.5 software. The handle displayed a green adapter swim lane. A representative loading unit could be attached, articulated, clamped, and recognized. The adapter could be fired without issue. The adapter was reconnected to gen2 acc. The strain gauge was now respons ive. No new errors were recorded. The signia adapter was forwarded to manufacturing for further evaluation. The adapter was connected to a representative handle and clamshell, and the adapter displayed a green swim lane. A reload could be attached and the clamp te st was successfully performed. The system rotated, articulated, fired, and retracted without issue. The adapter was disassembled. All components were present and properly assembled. The firing screw was removed and no damage to the threads was observed. The firing screw rotated easily within the firing assembly. It was reported that excessive force message was immediately displayed on the handle¿s screen, the firing stopped completely midway, the connecting part between the cartridge and the adapter broke, and the reload could not be released from the tissue. The reported issues were confirmed. The most likely cause are traced to user error. The evaluation detected unreported conditions: the articulation mechanism was not in home position and the firing rod was not in home position. A visual inspection of the device noted that the firing rod was not in its home position. Functional testing found, when the adapter was disassembled, that the articulation mechanism was out of position. The articulation mechanism was reset with a manual retract tool. A minor damage was noted on the articulation mechanism as a result of using the manual retract tool. The broken reload adapter was removed from the adapter. Further damage was observed on the underside of the firing rod. The product analysis noted evidence that the device was not used as intended. Other unreported conditions were identified: the firing rod was damaged and there was a uart (universal asynchronous receiver-transmitter) communications error. A visual inspection of the device noted that there was damage to the tip of the firing rod. Functional testing found, when the adapter was connected to a representative handle running v29.5 so ftware, that the handle went into emergency retract mode and displayed the remove reload screen. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees, and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.